Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a fall which resulted in loss of stimulation. It was also reported that diagnostics showed high impedance values for the scs lead. As a result, the lead was explanted and replaced. Effective stimulation was restored with the surgical intervention.